Event description:
I went to remove the tampon and realized it didn't all come out, I then checked myself if I could feel inside and I did, so I pulled it out and it was the size of a cotton ball, I'm just thankful I found it or I would ¿ve had to go to the hospital and get it removed, I will never be using tampons again because of this. How was it taken or used: vaginal; date the person first started taking or using the product: (B)(6) 2018; date the person stopped taking or using the product: (B)(6) 2018; why was the person using the product? Period.